Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 4.0, repeat inr = 1.8, 2nd repeat inr = 3.2. The time between the initial test and the repeat was about 2 minutes. Repeat was done by pricking the same finger. The second repeat was performed about 12 hours later. Patient self tester's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Customer reported repeating finger stick on same finger for the initial and 2nd inratio tests. After first fingerstick is performed blood begins to coagulate to repair finger. This coagulated blood can affect migration and inr values. Per user guide if necessary, repeat test, "...using a different finger for the fingerstick sample." This could not be ruled out as possible cause of unexpected inr results. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 4.0; 2nd inr = 1.8, mean = 2.9; sd = 1.56; %cv = 53.64. Since %cv exceeds (B)(4), inratio meter results do not pass the criteria for precision. Further testing is required. Time between the 2nd inratio and 3rd inratio tests was reported to be 12 hours, this exceeds the 3 hour criteria for time between testing. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. For this reason, no further comparison analysis of this reported result is appropriate. The last in-house therapeutic donor testing performed on reported lot 303229 on (B)(4) 2013 yielded the following results: donor (B)(6): inratio: 2.0, 2.1, 2.0, reference: 1.97, bias threshold: 1.47 - 2.47, %cv: 2.84; 3.0, 3.2, 3.0, 2.89, 1.89 - 3.89, 3.77. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.